Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The delivery device was returned inside the loading device. During investigation, the delivery device was removed outside the loading device. The seal and tension spring assembly remained inside the delivery tube with the seal extended outside the tube. The seal was removed from the delivery device for inspection and showed signs of crack in the outer center portion of the seal. The side lock was engaged. The plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .215 in. The length of the delivery tube was measured at 2.50 in. The values recoded were within the tolerance specifications. Based on the received condition of the device, the reported complaint for failure to load was confirmed and as analyzed failure of "crack seal" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.